Event description:
It was reported that a 60" micro volume extension set had a broken male luer. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received by baxter. Visual inspection of the device identified that the male luer had been broken off and that both broken surfaces of the male luer showed signs of stress. Initial evaluation confirmed the reported condition. If any additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation confirmed the reported condition through visual inspection, though no cause was able to be determined. Should additional relevant information become available, a supplemental report will be submitted.